Event description:
It was reported that during a open colon resection procedure after firing the device the surgeon visually observed the device cut and fired a partial line. The instrument was fired near an existing staple line. They used suture to control the bleeding and perform a hand anastomosis. The procedure was extended an hour longer due to the suture process and completing the hand sewn anastomosis. There was no patient consequence reported.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.